Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it micro-dislodged after implant. Micro-dislodgement was discovered as the patient experienced muscle stimulation. This lead returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it micro-dislodged after implant. Micro-dislodgement was discovered as the patient experienced muscle stimulation. This lead returned for analysis. No additional adverse patient effects were reported.